Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2019-00798. Reference MFR. Report#: 1627487-2018-13345. It was reported that the patient was not receiving effective therapy, due to patient experiencing a fall. In turn, x-ray imaging was performed confirming that the patient's leads had migrated out of place. Reprogramming was unable to cover all the pain areas. During the surgical intervention on (B)(6) 2018 to address the lead migration, the leads were reported to be tangled (strain loop was pulled out) and as such all the leads were explanted and replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-13345. It was reported that the patient was not receiving effective therapy, due to patient experiencing a fall. In turn, x-ray imaging was performed confirming that the patient's leads had migrated out of place. As a result, the patient may undergo surgical intervention at a later date.

Manufacturer narrative:
The device 3 of 3 was inadvertently stated in the additional report-1. The correction is made in this report as device 1 of 3.

Event description:
Device 1 of 3: reference MFR. Report#: 1627487-2019-00798. Reference MFR. Report#: 1627487-2018-13345.

Event description:
Device 1 of 3. Reference MFR report#: 1627487-2019-00798, 1627487-2018-13345.